Event description:
It was reported that the device shows loss of electrocardiogram between fibrillation detect and charge end. The device is approaching elective replacement indicator and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.